Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: h3: yes product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. The device cup of the delivery system was damaged. The analyst noted the full delivery system was returned with the device separated from the tether and not recaptured in the device cup. The deployment button was in locked in the deployed position with the recapture cone in the deployed position on the delivery system. The outer shaft is kink/buckled at 5 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. The tether was torn apart. There was tether fragments on the recapture feature of the device. Articulation was not performed as the tether and device were removed from the delivery system. Deployment was not performed as the tether and device were removed from the delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys, expiration date: 14-may-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 23-mar-2021 no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 07-dec-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) high thresholds were during two implant attempts. In the confirmation angiography at the time of the third implantation, the leadless ipg broke loose from the cup and the lock was confirmed. The tether was pulled but the device would not pull with it so it was suspected that the tether was damaged. The delivery system was removed and the device was recovered using a snare. It was suspected that during the second recapture attempt that the introducer tip may have damaged the tether after the device got caught in the tricuspid valve and the entire system was pulled back to the introducer in the right atrium, causing the tether to rub against the edge of the introducer. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.